Event description:
The home patient (hp) contacted global technical service (gts) on (B)(6) 2012, for help clearing a check heater line alarm that occurred on the homechoice (hc) while the hp was connected during fill 1. The technical service representative (tsr) had the hp pull up and down on the lines near the door, flip heater bag over, and slide heater line clamp down the line. At this point, the hp stated that solution was coming out of the patient line and the solution was cold. The tsr asked the hp if she was connected, and the hp stated that she was not. The tsr advised the hp that the line was no longer sterile and tht she would need to start over with new supplies. The tsr assisted the hp to end therapy. There was no serious injury or medical intervention reported. Product surveillance (ps) contact the hp on (B)(6) 2012. Per the hp, she started over with new supplies and completed therapy successfully. The hp stated that there was nothing unusual about the supplies that may have caused the alarm. The supplies were discarded and a lot number was not available. Therapy has been going well since the event. Ps contacted the hp on (B)(6) 2012. The hp stated that she had disconnected herself prior to calling the tsr for troubleshooting assistance. The fluid coming out of the patient line was a result of the hp disconnecting. Therapy has been going well since the event. No further information can be obtained. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of leak was confirmed based on the customer report. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.